Event description:
It was reported that during a tunica vaginalis testis procedure, the surgeon perforated the sigmoid colon. The pt had three months of illness from the perforation. The surgeon reported that this was not caused by the tunica vaginalis testis device, but by the positioning of the pt. The surgeon reported that the pt was not positioned enough in the "tredelenburg".